Manufacturer narrative:
E1: reporting address line 1: (B)(6). Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting a misalignment of the touch position on the v60 ventilator touch screen. The issue was identified during preventative maintenance evaluation; the device was not in clinical use. There was no report of harm. The pse attempted to resolve the issue with touchscreen calibration; however, the issue persisted. The pse replaced the touchscreen to resolve. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician confirmed the reported issue. The pil reported the touch screen flex circuit failed required resistance testing. The high resistance measurements were out of specification and the reason for the touchscreen misalignment issue. This concludes the returned component investigation.